Manufacturer narrative:
(B)(4). Visual examination of the returned device found signs of operative use as evidenced by superficial markings. The drive feature is stripped in the direction of tightening with a significant wear and tear. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. With the information provided, a definitive root cause for the set screw loosening cannot be determined. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available.

Event description:
Revision surgery took place (B)(6) 2017. Dr. (B)(6) noted that three innie screws of the initial construct had loosened. (S1 left and right, l5 right) these innies are returned for investigation. As those were not kept separate from the other removed innies, 7 removed innies will be sent for investigation.